Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot : none. Product ID: bi71000175, serial/lot : unknown. A medtronic representative went to the site to perform a system check out, and they replaced the enclosure charger and battery tray to resolve the issue. The system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used prior to a procedure. It was reported that the image acquisition system(ias) battery icon was flashing red even when plugged in. The manufacturer representative found that the battery tray one was bad. There was no patient harm and the delay was unknown.

Event description:
Additional information was received: the site successfully used the imaging system to navigate this case, and the issue occurred when they were getting ready for the confirmation spin at the end of the case. There were no unused spins or 2d images. There were three people in the room when the successful spin was acquired. This was a lumbar fusion with no case delay, and no impact to the patient. The error occurred when we tried to turn the imaging system on and the pendant did not boot up.

Manufacturer narrative:
B5 updated patient information was received. See section a initial reporter name received. See section e d10/d11: kit svc o2 bi71000163 tray asy 4 battery. Rev 4 kit svc o2 bi71000175 enclosure charger, fu4up rev 1. H3/h6: the charger enclosure was returned to the manufacturer for analysis. There was no failure found with this component. Codes 10, 213, 67 . The batteries were returned to the manufacturer for analysis. The reported issue was confirmed as there was an electrical failure with the batteries. Codes 10, 120, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.